Manufacturer narrative:
Date of event is unknown. This report is for unknown dynamic locking screw for delayed union in (B)(6) female. Part#, lot# and UDI # is not available. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article acklin y.p., stockle u., sommer c. (2016). Clinical and radiologic outcomes associated with the use of dynamic locking screws (dls) in distal tibia fractures. Eur j trauma emerg surg. 42:351¿356. (B)(6). The purpose of this study was to examine the clinical results of the use of dynamic locking screws in distal tibia fractures. The study included 16 patients all with distal tibia fractures. Each patient was implanted with a 3.5-mm lcp low-bend medial distal tibia plate (synthes®, (B)(4)) and dynamic locking screws (synthes®, (B)(4)) as treatment. Two patients (one was a (B)(6) female) experienced a delay in union, and at the time of union postoperative x-rays showed insufficient fracture reduction with a persisting gap of 5 mm and 4 mm, respectively in both patients. Another patient developed a deep wound infection following the procedure. This complaint involves unknown 3.5-mm lcp low-bend medial distal tibia plate & unknown dynamic locking screws. This report is for unknown dynamic locking screw for delayed union in (B)(6) female. (B)(4).